Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: UDI, and g4: 510k are unknown.

Event description:
It was reported that the pump exhibited an alarm. No patient injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed a record of occurred latch lock failure when the cassette was connected to the pump. Functional testing was able to replicate the reported issue. The root cause was determined to be a possible defective latch lock sensor. The latch lock sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.